Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-04806 that was initially submitted on 2024-08-26 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34us (lot: 12079695); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the a pre-implant balloon aortic valvuloplasty was performed using a 28 mm non-medtronic balloon. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and deployed. During the first attempt at deployment, the valve appeared constricted under the overlap view. In the left anterior oblique view, it was noted that the valve was at 0 mm on the left coronary cusp. The valve was recaptured. Following a second attempt at deployment, the valve appeared to be twisted up and it was noted that the frame did not touch the sinus of valsalva. The valve was recaptured a second time and withdrawn from the patient. After removal, a significant amount of thrombus was discovered on the valve frame. The valve was rinsed for 35-minutes; however, small thrombi remained on the valve leaflets and metal. A new valve was loaded into a new dcs and implanted in the patient. The mean gradient following the procedure was 4 mm hg and the patient was noted to be hemodynamically stable.